Event description:
It was reported that the customer's bg value displayed as displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Reportedly customer lost consciousness and wife administered a glucagon injection and gel packs to address bg. Reportedly, paramedics were called and checked customers vitals. Recommendation was made to consult with a healthcare provider to discuss diabetes management.